Manufacturer narrative:
Device evaluation summary: the reported failing liquid qc was not verified during service. The service technician ran multiple liquid qcs and all passed. The service technician conducted an internal inspection and found what appeared to be dried kaolin residue on the channel six sensor of the irled detector pcba and the detector window. The service technician cleaned all the sensors and windows and replaced mylar window. The service technician observed issues not reported by the customer, during qc testing it was observed that the cooling fan was rhythmically fluctuating indicating a faulty adu board and the service technician resolved this issue by replacing the adu pcba. The service technician inspected a noise that was observed during the reagent cycling and this revealed a deteriorating reagent drive belt and worn drive wheel center insert. And the issue was resolved by installing a reagent drive upgrade kit. The service technician observed that during the home position calibration, the y-axis value was unable to hold within an acceptable range and the issue was resolved by replacing the adu switch and calibration was successfully repeated. The service technician replaced the splash guard due to broken hinges observed the during external inspection. Preventive maintenance was performed per specifications and the service technician repeated the qc tests prior to returning the instrument to the customer. Continued from d9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that it was failing liquid qc. The instru ment was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Conclusion: the complaint is not confirmed for the hms plus instrument failing liquid quality control (qc). The service technician ran multiple liquid qcs and all passed. The service technician conducted an internal inspection and found what appeared to be dried kaolin residue on the channel six sensor of the irled detector pcba and the detector window. The service technician cleaned all the sensors and windows and replaced the mylar window. The service technician observed issues not reported by the customer; during qc testing it was observed that the cooling fan was rhythmically fluctuating, indicating a faulty adu board. The service technician resolved this issue by replacing the adu pcba. The service technician inspected a noise that was observed during the reagent cycling, and this revealed a deteriorating reagent drive belt and worn drive wheel center insert. The issue was resolved by installing a reagent drive upgrade kit. The service technician observed that during the home position calibration, the y-axis value was unable to hold w ithin an acceptable range. The issue was resolved by replacing the adu switch, and calibration was successfully repeated. The service technician replaced the splash guard due to broken hinges observed during the external inspection. Preventive maintenance was perf ormed per specifications and the service technician repeated the qc tests prior to returning the instrument to the customer. Preventive maintenance was performed per specifications. No patient/clinical safety issues reported. Trends for issues with this instrument are reviewed at quarterly quality meetings. Correction d9 (device available for evaluation?): this field has been updated to yes. Correction d9.1 (return date): the returned date has been entered. Correction h3.2 (dev ret to MFR?): this tick box has been selected as the device was returned to the service depot. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.